Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4)

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.50/1.0/091 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. The exchanged resolved the problem.